Manufacturer narrative:
The device was received and evaluated. The reported complaint for ¿gets hot¿ could not be confirmed. Pre-repair temperatures measured at one minute: 78°f, 77°f, and 74°f with maximum temperature at five minutes measuring 93°f. There was no fault found with the device. The device was cleaned, tested to product specifications and returned to the customer. Methods - test for high temperature conditions; actual device evaluated ; mechanical evaluation; visual inspection. Results ¿ no failure detected; conclusions ¿ no failure detected, device operated within specification.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(6). (B)(4). The device has not been received for evaluation or repair.

Event description:
It was reported that the device is being returned for repair with report of "handpiece gets hot when used." There was no report of patient or user impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.